Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that some pins were no longer attached to the mounted drive shaft. No other external damage was observed. The device was repaired and returned to the customer. The root cause of the reported event is undetermined.

Event description:
It was initially reported that there was no issue with the universal oscillating saw attachment, however during device evaluation it was observed that some pins were no longer attached to the mounted drive shaft. There was no pt harm or delay reported.